Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2020 wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
Date of event of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy due to high impedance. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The reported event of high impedance was confirmed. Return octrode lead body had a kink with all internal wires broken which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.